Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and functionality testing, without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the clinical files do not indicate an issue with the device. We cannot conform if an ECG cable was connected which is required for on demand pacing. No trend is associated with reports of this type.